Event description:
A patient with a solo powerpicc experienced burning under the skin near the insertion site. When nurse pulled the pic, they found a slice in the side of the catheter at the 4 cm mark. Spoke with nurse who placed PICC. No issues during insertion. PICC was placed in right basillic vein. She trimmed catheter to 40cm. She stated that a separate nursing agency takes care of maintenance and patient education for the PICC. Patient came back in to the placing nurse because the dressing was wet and nursing agency found no blood return. When she flushed, fluid came out from the insertion site at the 3cm mark. As she pulled out the line, she noticed a slice 1.5cm up the line (4cm mark).

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.